Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer received miss-packaged catheters. The customer reports receiving 2 cases with the wrong product inside. The customer reported the product should be 5 cc and the product inside is 6 cc. Although the customer reported the product should be 5 cc and the product inside is 6 cc, per review at the manufacturing plant and with further assessment on (B)(6) 2013, the customer was expecting a 5 ml, 2 way, 18 fr/ch (6.0 mm), and the customer did receive that product. However, the primary packaging inside those boxes, shows: 30 ml, 2 way, 18 fr/ch (6.0 mm). Based on the potential for injury if the product had been used, a report is being filed. In addition, the catheter balloon inflation valve clearly identifies the correct inflation volume for the balloon. The hospital protocol for balloon inflation is unknown and therefore there is a potential for a clinician to inflate the 5 ml balloon with 30 ml based on the packaging.